Manufacturer narrative:
Follow-up #1: date of submission 09/14/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were pump reboots observed in the black box recorded after replace battery alarms. The battery compartment was cracked. Unrelated to the original complaint, the battery cap had stripped threads and was unable to fully attach to the pump. A test cap was used and completed the 24 hour duration test with no power interruptions duplicated. The pump cover was removed and no evidence of internal moisture or damage was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.